Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe generator was not working and had repeated m-02 and c-00 errors when using energy. At this time, it is unknown how the issue was resolved. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the integrated electrosurgical unit (iesu) or erbe and observed multiple c-00 and m-02 errors and replaced it due to this issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported issue was confirmed using system log. Multiple errors were logged. Inspection during fa process was able to replicate the reported event. The unit was tested on a system and presented m-02-3 error on startup and m-02 and c-00 errors in erbe logs. Upon visual inspection, the unit was found to have hairline crack in front bezel, at the lower right corner meeting with the inner grey bezel and slight but present scuffing on the underside of front bezel. The underside right lip of the cover has a slight chip/scraping and a small chip on top of the cover near the front. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause is likely attributed to an operational component failure within in the erbe.

Event description:
Refer to h11 for follow-up information.